Event description:
Per the company representative report, a valve in valve procedure was performed on a patient who had a 26mm sapien valve previously implanted [on (B)(6) 2012]. Review of procedural fluoroscopy from the 1st implant procedure showed the sapien valve implanted too aortic within annulus. At the time of initial implantation, the degree of perivalvular leak (pvl) was not clinically significant; however, on follow-up, the degree of pvl and aortic insufficiency had increased to moderate-severe and the patient was symptomatic. A valve-in-valve procedure was performed 6 months later and a 26mm edwards sapien valve was implanted more ventricular. This resolved the aortic insufficiency and immediately post procedure there was trace pvl.

Manufacturer narrative:
The following were updated: previous information was corrected to (B)(6). Per the device instructions for use (IFU), valve deployment in unintended location, paravalvular or transvalvular leak, and malposition requiring intervention are potential risks associated with the use of the bioprosthesis. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the root cause for the reported degree of pvl and ai increasing to moderate-severe cannot be confirmed; however, it was reported that after reviewing the cine images of the first procedure again, it was noted that the valve had been implanted too aortic, and even though there was some pvl, its degree was not clinically significant at the time. It appears that the event was related to procedural factors (too aortic deployment of the 1st valve). There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition and/or embolization. According to the physician's training manual, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures, and balloon movement during deployment. There was no allegation of device malfunction. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
Investigation is ongoing.